Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that while impacting the trial assembly into the humerus, the proximal body detached from the stem due to broken retaining tabs. The stem trial remained in the humeral canal and was removed using needle nose pliers. All debris was confirmed removed via x-ray. The case was delayed approximately 40 minutes.

Manufacturer narrative:
Correction: h6 health impact code. The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the received device shows signs of extensive usage as evident by wear marks scratches water marks or discoloration on the entire surface and corrosion marks near the identification engravings and at other places. The trail has clear breakage at the distal end broken fragments were not returned for inspection. The breakage pattern indicates it to be a ductile fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a combination of user and wear related issue. The failure was caused by improper handling and frequent usage. If any further information is provided the complaint report will be updated.

Event description:
It was reported that while impacting the trial assembly into the humerus, the proximal body detached from the stem due to broken retaining tabs. The stem trial remained in the humeral canal and was removed using needle nose pliers. All debris was confirmed removed via x-ray. The case was delayed approximately 40 minutes.